Manufacturer narrative:
The device was returned and investigated at nevro. Functional testing was performed and the devices operated to specifications. Visual examination found one anchor's silicone loop was missing a piece. The root cause of the tear could not be determined, but was consistent with damage caused by extreme force applied during the suturing process. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during a scheduled explant procedure, the physician found that part of the anchor had broken apart. Subsequently, the pieces were removed. No injuries were sustained by the patient and the procedure continued without further reports of any incidents. There have been no reports of further complications regarding this event and the patient would like to be re-implanted in a few months.